Event description:
Patient is a (B)(6) with a history of fibrillation. She had to stop taking her coumadin related to gi bleeding. Patient was referred for the ligation procedure to alleviate the risk of clot from atrial fibrillation and her inability to take chronic anticoagulation. Patient underwent lariat (left atrial appendage ligation device) procedure on (B)(6) 2013. Manufacturer of the lariat device is (B)(4). Procedure was uneventful as per guidelines of (B)(4) as company representatives were present for the procedure. At the conclusion of the procedure the patient developed low blood pressure. Trans-esophageal echocardiogram confirmed the presence of a large pericardial effusion and cardiac tamponade. Attempts were made to drain blood via pigtail catheter insertion. The cardiac drain failed to stabilize the patient. The patient's hemodynamics continued to worsen and she needed an emergent sternotomy to save her life. The surgeon found the patient had 2 lobes to their left atrial appendage. The lariat suture was on the more caudal lobe and there was a laceration in the other more superior lobe just opposite the lariat. The majority of the left atrial appendage was intact with a significant cul-de-sac. This laceration was successfully closed by the surgeon. The patient survived the procedure and was discharged from the hospital after an 8 day post-surgical hospitalization stay. We believe that the complications that arose with this procedure are directly a result of device failure/malfunction.